Manufacturer narrative:
Note: product reference 4435125 is not cleared for sales in the USA, but it is similar to the product reference 5010025 cleared under #510k010485. Batch history review: a review of the manufacturing records shows this batch of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of vena cava filters, sold since october 2018. Investigation: the device is not available for evaluation. The x-ray picture sent to us shows that the filter is totally closed along the vessel wall. Conclusion: no thorough investigation is possible and the exact cause of what held the filter closed cannot be found. However the fact that the filter did not move after deployment, seems showing that the ivc wall was dissected during the implantation procedure preventing the correct deployment of the filter. This can happen in particular if the filter is pushed to be release instead of the sheath being withdrawn. The IFU specifies that it is important not to move the pusher during release to assure good filter position. This type of incident is a know complication of the vena cava filter implantations. The complaint rate for this type of incident on venatech lp is low. No corrective action is envisaged.

Event description:
"According the customer: positioning was made, the sheath was placed and the filter was pushed into the inferior vena cava. The filter did not open. It stuck to the wall of the inferior vena cava."